Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (10/02/2014).the lay user/patient¿s product(s) has been returned and evaluated on 09/30/2014 by lifescan product analysis with the following findings:analysis was not possible for the meter involved with this complaint due to the noted secondary issue of the meter being found to have pcb contamination around c117. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.